Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-8741-40 t10 hexalobe broke. This occurred during a mis bunion. The broken fragment was retrieved. The case was completed with no patient effect reported. No additional information provided.